Event description:
It was reported to philips that the system was unable to power on. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system was not booting up. The complaint did not include further details about the nature of the issue. No service or technical support has been provided to the customer due to end of support status of the device. To date, no further information was received. The codes were updated based on the investigation outcome.